Event description:
Patient was revised to address hip pain and osteolysis. Doi: (B)(6) 2006 - dor: (B)(6) 2011 (right side). Update (B)(6) 2011 - medical records were received. The revision operative report indicates that there was a small amount of galvanic action on the medical aspect of the stem. The complaint was reopened to add the adapter sleeve.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.